Event description:
It was reported that patient underwent left rotator cuff repair on march 16, 2006. Due to complaints of pain, patient returned to surgery on or around may 17, 2006. During revision procedure it was noted that one of the two implanted buttress plates had fractured and second plate reportedly fractured during removal.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that user facility submits a medwatch report, biomet will forward a copy to FDA. The folllowing user facility information is available: lisa jones, operating room nurse, 574-266-4173. This report filed on june 12, 2006.